Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina. During the index procedure, one resolute onyx des was implanted in the distal cx. On the same day as the index procedure (post op), the patient suffered from continued chest pain, the event was treated with a repeat left heart catherisation without intervention. The investigator reported the event as unlikely related to the index device or antiplatelets. The patient recovered. The cec adjudicated event term is non q wave mi (target vessel), mdt extended historical peri-pci.